Manufacturer narrative:
H6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have a delaminated downstream occlusion (dso) and upstream occlusion (uso) seals. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The dso and uso seals were both replaced.

Event description:
It was reported that the device had a bubbled up downstream occlusion (dso) seal, and the battery compartment and battery door were damaged. The customer returned the product for repair, and during physical inspection it was found that the dso seal and upstream occlusion (uso) seal were delaminated. There was no patient involvement.